Manufacturer narrative:
The cartridge has been returned and evaluated by product analysis on 07/06/2017 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A fill test, leak test, and force test were performed with no failures observed. The cartridge force readings were confirmed to be within specification.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the cartridge had air bubbles. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the presence of air bubbles in the cartridge can result in under delivery.